Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a coughing bout and they felt like the implantable pulse generator (ipg)had come loose. The patient further reported that they are getting a twinging in that area in the collarbone where it is. The ipg remains in use. No further patient complications have been reported as a result of this event.